Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" and "ok" buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts, and contamination was present under the contacts of all buttons. It was observed the "ok" button contact is misaligned.